Event description:
It was reported that a patient underwent an initial right hip procedure on an unknown date. Subsequently, the patient was revised due to medialisation on (B)(6) 2018 . Original acetabular shell had medialised ( as per xray). This significantly affected patients mobility. Shell, liner, stem and head removed. Larger tmars shell implanted at a more lateralised position allowing for better offset of the stem. Avantage liner cemented in. Same size cpcs stem cemented in cement. 28mm s&n cocr head implanted

Manufacturer narrative:
Patient underwent an initial right hip procedure on an unknown date. Unknown acetabular shell had medialised significantly.original acetabular shell had medialised (as per xray). This significantly affected patient¿s mobility. Shell,liner, stem and head removed on (B)(6) 2018. Larger tmars shell implanted at a more lateralised position allowing for better offset of the stem. Avantage liner cemented in. Same size cpcs stem cemented in cement. 28mm s&n cocr head implanted. It is unknown which acetabular shell was originally implanted. Only photos of the retrieved components were available for investigation. As seen on the photo, dome screw hole plugged with cement. Tm revision shell doesn't have a dome screw hole. Explanted shell was covered with blood and tissue. Poor photo quality didn¿t allow for shell identification. In addition, as seen on the pre-op x-ray, one of the screw has extreme angulation that wouldn't be achievable if tm revision shell was used. Attempts were made to obtain additional information through diligence log. No further information is available. In conclusion, based on the available information, it is unlikely that the tm revision shell was used during original surgery.no corrective actions, preventive actions, or field actions resulted after investigation of this event.no further action required; however, should additional information be received, this report will be updated.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that a patient underwent an initial right hip procedure on an unknown date. Subsequently, the patient was revised due to medialisation on (B)(6) 2018 . Original acetabular shell had medialised ( as per xray). This significantly affected patients mobility. Shell, liner, stem and head removed. Larger tmars shell implanted at a more lateralised position allowing for better offset of the stem. Avantage liner cemented in. Same size cpcs stem cemented in cement. 28mm s&n cocr head implanted.